Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility director reported a suction break at (B)(6) percent into flap creation. A new patient interface was used to complete the flap without complication.

Manufacturer narrative:
Additional information provided. The review of logfile shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The reported treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal which caused the interruption of the treatment during bed cut. The reported issue is not caused by the system or the used patient interface. An info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. No technical root cause was identified. The root cause is user handling. The manufacturer internal reference number is: (B)(4).